Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot number: unknown; medical device expiration date: unknown; device manufacture date: unknown. Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd eclipse¿ blood collection needle with luer adapter leaked through the sharps part directly into the holder instead of into the tube. No serious injury or medical intervention reported.